Event description:
Philips received a complaint on the defibrillator indicating that ¿there was no battery inside the AED after the customer opened it¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was no battery in device. The customer reported that the battery was not found in the packaging box and the company has sent the battery to the customer. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that there was no battery in device. The customer reported that the battery was not found in the packaging box and the company has sent the battery to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to package delivery issue and there was no device malfunction. The reported problem was confirmed.